Event description:
It was reported via repair work order that the side rail will not latch properly due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail will not latch properly due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the side rail will not latch properly due to a missing compression spring. Upon completion of the investigation it was found that although the side rail extension spring was missing; the side rail could still latch properly. The extension spring on this model's latch assembly is designed to assist with latching the side rail.